Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported via nbir left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported via nbir left side deflation. The device has been explanted.

Event description:
Healthcare professional reported via nbir ¿suspected/actual rupture/deflation, change shape/size/style. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.